Event description:
The user facility alleges that in the past year they have received resuscitator packages with no mask. The user states that they are unsure if this is a portex issue or if physicians are taking the masks out of the packages.